Manufacturer narrative:
There was no patient involved in the incident. A haemonetics field service engineer evaluated the device, replaced display. Issue was fully resolved, device meet all specifications and was ready for use. On (B)(6) 2020 the defective display was received by haemonetics for evaluation, based on visual inspection there were burnt components l1 and l2 on ic board.

Event description:
On (B)(6) 2020, haemonetics was notified of a power issue on a nexsys pcs display.